Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: one curved opening, wear abrasion, and fold creases. A weight test of the device was verified and the device underweight. A microscopic analysis was performed which identify: one opening crease sharp and stress marks. Based on the device analysis the final assessment is one opening crease sharp in the side radius assessed as fold flaw opening.

Event description:
Patient reported via regulatory agency right side "capsular contracture, a puncture hole, burning pain in armpit, swollen tender lymph nodes in breast area, underarms, throat, neck, upper back, neck, arms, hands, especially when extending arms away from body, chest pain/discomfort," and "anxiety." Patient additionally reported "heart palpitations, arrhythmias, muscle and joint pain, painful knots in legs, arms, back; sore aching shoulders, hips, spine, hands and feet, abdominal pain; pain in achilles tendons and heals of feet, extreme fatigue, muscle weakness, chronic inflammation, persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections, shortness of breath, can't get a good deep breath in, depression, fibromyalgia, nausea, periorbital edema, itching in underarms, numbness, tingling, stinging in upper and lower limbs, headaches, migraines, ocular migraines with visual disturbances, cognitive dysfunction, brain fog, memory loss, difficulty concentrating. Word retrieval, muscle spasms and twitches in face- around eyes and mouth, arms, shoulders, back hips, legs, upper abdomen, extreme itching in tissues when exercising, slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss, premature aging; weight problems, insomnia, vertigo, ear ringing, clicking, pressure changes, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, panic attacks, emotional instability, hormone imbalance. Diminishing hormones, early menopause. Slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes /irregularities in bowel movements- mucus (white, yellow and blood-tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, hips;" these events are not related to the device. Device has been explanted.

Manufacturer narrative:
In response to FDA report number: mw5092221 a review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reasons for reoperation were capsular contracture, baker grade unknown, "burning pain in armpit, upper back, neck, arms, hands, especially when extending arms away from body," "chest pain/discomfort," "anxiety," "heart palpitations, arrhythmias¿, ¿muscle and joint pain¿, ¿painful knots in legs, arms, back; sore I aching shoulders, hips, spine, hands and feet¿, ¿abdominal pain; pain in achilles tendons and heals of feet," "extreme fatigue¿, ¿muscle weakness," "chronic inflammation," ¿persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections," "shortness of breath, can't get a good deep breath in," "depression," "fibromyalgia," "nausea," "periorbital edema," "itching in underarms," "numbness, tingling, stinging in upper and lower limbs," ¿headaches, migraines, ocular migraines with visual disturbances,¿ ¿cognitive dysfunction, brain fog, memory loss, difficulty concentrating. Word retrieval, muscle spasms and twitches in face- around eyes and mouth, arms, shoulders, back hips, legs, upper abdomen, "extreme itching in tissues when exercising, slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss," "premature aging; weight problems, insomnia, vertigo, ear ringing, clicking, pressure changes, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, panic attacks, emotional instability, hormone imbalance. Diminishing hormones, early menopause. Slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes /irregularities in bowel movements- mucus (white, yellow and blood-tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, hips."

Event description:
Patient reported via regulatory agency right side "capsular contracture, a puncture hole, burning pain in armpit, swollen tender lymph nodes in breast area, underarms, throat, neck, upper back, neck, arms, hands, especially when extending arms away from body, chest pain/discomfort," and "anxiety." Patient additionally reported "heart palpitations, arrhythmias, muscle and joint pain, painful knots in legs, arms, back; sore aching shoulders, hips, spine, hands and feet, abdominal pain; pain in achilles tendons and heals of feet, extreme fatigue, muscle weakness, chronic inflammation, persistent bacterial, viral, fungal infections, chronic yeast, candida, sinus infections, shortness of breath, can't get a good deep breath in, depression, fibromyalgia, nausea, periorbital edema, itching in underarms, numbness, tingling, stinging in upper and lower limbs, headaches, migraines, ocular migraines with visual disturbances, cognitive dysfunction, brain fog, memory loss, difficulty concentrating. Word retrieval, muscle spasms and twitches in face- around eyes and mouth, arms, shoulders, back hips, legs, upper abdomen, extreme itching in tissues when exercising, slow muscle recovery after activity; cold hands and feet; dry skin, hair and mucus membranes; hair loss, premature aging; weight problems, insomnia, vertigo, ear ringing, clicking, pressure changes, acid reflux, fevers, night sweats, chills, intolerance to heat/cold; food intolerances, allergies, chemical sensitivities, skin rashes, sensitivities to sound and light, panic attacks, emotional instability, hormone imbalance. Diminishing hormones, early menopause. Slow healing, easy bruising, metallic taste in mouth, difficulty swallowing, dehydration, uti, nail cracking, splitting, vertical lines, horizontal ridges, changes /irregularities in bowel movements- mucus (white, yellow and blood-tinged), blood clots, layer of oily residue with a metallic shimmer on top of toilet water, dental problems, lost 4 teeth and the rest have disintegrated and have fillings, degenerative disk disease, instability in neck, shoulders, hips." These events are not related to the device. Device has been explanted.